Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pacemaker and right atrial (ra) lead exhibited high out-of-range pacing impedance and high pacing threshold measurements. Boston scientific technical services (ts) discussed possible causes. The field representative confirmed that there was noise, no intrinsic amplitude and noted a lot of atrial tachy response (atr) episodes. In addition, the field representative placed another electrode to the patient to get clearer baseline on the atrial sensing and performed more capture threshold tests but it was not sensing appropriately and not capturing. An invasive procedure was done on ra lead to resolve the issue. Additional information indicated that the source of high out-of-range pacing impedance measurement was not conclusively identified. This device remains in service. No additional adverse patient effects were reported.